Manufacturer narrative:
Analysis found the unit unable to prime due to faulty force sensor resistor. However, the device pass displacement, basic occlusion, occlusion, and no delivery tests. The motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they received multiple motor error alarms and no delivery alarms. The customer's blood glucose was 358 mg/dl at the time of incident. Explained a possible connection issue or occlusion in the tubing can lead to no delivery alarms. Advised them to attach a plunger and manually prime. The customer's mother states insulin exited. The customer's mother stated that the tubing and cannula was not bent or kinked. She stated that the drive support cap appeared normal. The mother stated that they were able to rewind the insulin pump. She stated that the insulin pump was not exposed to high magnetic fields. The motor error alarm occurred more than once in the last thirty days. They were advised that the insulin pump will need to be replaced, to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.